Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm. Customer also stated the motor was not working on their insulin pump. The customer's blood glucose was unknown. Troubleshooting found insulin was able to exit with a push plunger and the insulin pump did not alarm no delivery. It was also found insulin was able to exit with a manual prime. The customer was advised their insulin pump was working as designed. No additional information provided.